Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log on. A technical support specialist had received the case, had dialed into server, had verified that the affected user accounts were active, not expired, and assigned to the same area as station, had run a structured query language [sql] check of recent authentication events in dsserveroltp that had shown domain error orun reachable, had consulted knowledge article [ka] "domain error: please contact system administrator with error code 2222", and had attempted to dial in to station after restarting remote smart service [rss] services and deploying the sha 2 package but had remained unable to reach the station. The specialist had asked the users to first log in to the server webpage after which the users had retried station logons and the customer had confirmed successful authentication. The specialist had sent an update and had closed the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log on and were getting unable to authenticate message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.